Event description:
Per (B)(6) at hospice, this is the fourth time the patient has fallen out of the bed. (B)(6) stated she was contacted by the facility-night nurse-(B)(6). She stated she did not have additional information. The patient was not injured. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).